Event description:
According to the info received, the valve was explanted due to vegetation. The mitral valve was replaced with a 27mj-501, and the native aortic valve was also replaced at this time.